Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty video cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), the video cable of the high-definition lcd monitor was noted to be frayed at the input and the wires were visible at the connector. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse re-terminated video cables with new connectors and equipment functionality was verified before leaving the facility. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.